Event description:
Following an intravascular procedure an angio-seal device was placed in a pt's groin. On 2/10/1999 it was reported that the pt suffered from a vessel occlusion (diagnostic testing and symptoms unk), and went to surgery where a thrombectomy was performed. As of 3/8/1999 there has been no further report to the MFR of complication or additional pt sequelae.